Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device failed to deploy when fixating at the cooper's ligament. The first fastener was successfully fixated into the patient, while attempting to fixate the second fastener, the device failed to deploy. The device was cycled in air and found that two broken fasteners were deployed outside the patient's body. The subject device was not returned for evaluation. Review of the photo provided confirms a bent guidewire and backup tabs at the distal tip of the cannula. Failure to deploy and broken fasteners are a known result of bent wire and tabs. Based on the photo evaluation, the reported event was confirmed and the root cause is determined to be due to the force applied while fixating the fastener at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ not returned.

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the bard/davol optifix straight fixation device was used to fixate an unknown mesh into the patient at the cooper's ligament. As reported, the first fastener was successfully fixated into the patient, while attempting to fixate the second fastener, the device failed to deploy the fastener, the device was cycled in air and found that two broken fasteners were deployed outside the patient's body. It was reported that there were no loose fasteners present and it was removed from the patient's body. It was reported that there was no delay in completing the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device failed to deploy when fixating at the cooper's ligament. The first fastener was successfully fixated into the patient, while attempting to fixate the second fastener, the device failed to deploy. The device was cycled in air and found that two broken fasteners were deployed outside the patient's body. The subject device was not returned for evaluation. Review of the photo provided confirms a bent guidewire and backup tabs at the distal tip of the cannula. Failure to deploy and broken fasteners are a known result of bent wire and tabs. Based on the photo evaluation, the reported event was confirmed and the root cause is determined to be due to the force applied while fixating the fastener at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the evaluation results of the sample. Subject device is returned for evaluation. Evaluation of the sample finds for bent guide wire and bent back up tabs at the cannula tip. Failure to deploy and broken fasteners are a known result of bent wire and tabs. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause of the bent guidewire and backup tabs are from forces applied while in use. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ updated fields: b4, d9, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an unknown procedure on (B)(4) 2022, the bard/davol optifix straight fixation device was used to fixate an unknown mesh into the patient at the cooper's ligament. As reported, the first fastener was successfully fixated into the patient, while attempting to fixate the second fastener, the device failed to deploy the fastener, the device was cycled in air and found that two broken fasteners were deployed outside the patient's body. It was reported that there were no loose fasteners present and it was removed from the patient's body. It was reported that there was no delay in completing the procedure. There was no reported patient injury.